Manufacturer narrative:
A two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. This is the first complaint from this facility for this list#.

Event description:
Complaint received regarding two ch-10, bag spike with clave, lot# unknown. Report states; "there were two instances where the ch10 bag spikes became dislodged from the bbraun saline bags. In both instances the bag were recycled meaning that they left the central compounding facility because they were not used, returned to the central compounding facility and then sent back out to the infusion center. Unprotected chemo exposure reported." Our understanding from the follow up is there was no adverse operator consequences, one found at setup and one in the pharmacy with proper ppe being utilized.